Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 2.5x23 mm xience alpine, 3.0x12 mm xience alpine. The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; however, the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported on (B)(6) 2016 a 2.5x8 mm xience alpine stent, a 2.5x23 mm xience alpine stent and a 3.0x12 mm xience alpine stent were implanted in an unspecified coronary artery. On (B)(6) 2016, the patient was re-admitted for other cardiovascular symptoms, gastrointestinal bleed, unspecified treatment was performed. The final patient outcome was reported as unknown; however, the patient was discharged to home. No additional information was provided.